Event description:
Additional information received reported the patient¿s legs were loose; they had weakness, fatigue, and a poor appetite. The symptoms began gradually 24 hours after dose concentration decrease from 500mcg/ml to 125mcg/ml. The cause of the symptoms was questioned to have been possible wrong concentration, but that there was no way to track as there was no lot number. The issue was resolved when the pump was emptied and filled with the new concentration of 125mcg/ml (as previously reported). The patient recovered without permanent impairment as noted via a follow up call, the patient was doing well the next week.

Event description:
It was reported that the health care provider (hcp) had filled the patient a ¿couple weeks ago¿ and didn¿t get any residual volume so they had put the medication back in. The patient came back a week later and they changed the concentration which was the week prior to the date of this report. The patient was back in to their hcp on the date of this report reporting she felt too loose. The hcp wasn¿t sure if there was an error with the medication and the patient got a different concentration so they removed all the medication and re-ordered it then put it back in. The health care provider (hcp) had aspirated the catheter through the cap (catheter access port) and rinsed then refilled the pump. The reporter wanted assistance in priming the catheter at the time of this report. The bridge bolus from the bridge that had been started the week prior, on (B)(6) 2014, was not finished. The hcp had only aspirated 10ml once through the cap on the date of this report it was noted. At the time the bridge bolus had been programmed, the concentration was 500mcg/ml and it was running at 24 mcg/day. It was noted the catheter volume was 0.160ml had it had been cleared on the date of this report. It was determined there was still 0.094ml left to bridge. It was also determined if the bolus was not programmed after the catheter was primed the patient would be getting 48mcg/day because the pump had 500mcg/ml concentration of medication. The hcp opted to not do the modified bridge because the dose of 48mcg/day was ¿not significant¿. The device system was used to deliver gablofen at the time of the report 500mg/ml at a dose of 24mcg/day. The new concentration and dose of gablofen was 125mcg/ml at 12mcg/day. Additional information has been requested including the patient¿s outcome but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).